Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. The trilumen insulation was abraded through exposing the rate sense coils 48-50cm from terminal pin. The abrasion was smooth, possibly from rubbed against silicone insulation material. As a result, the clinical observations were confirmed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to low out-of-range pacing impedance measurements, loss of capture (loc) and insulation damage. No additional adverse patient effects were reported.